Event description:
It was reported that a malfunction alarm occurred. Customer reset pump to clear the alarm. Customer's blood glucose (bg) was 15.5 mmol/l. Customer delivered a correction bolus to resolve the bg and continued to use pump for insulin therapy.